Event description:
It was reported during advancement of the coil during procedure, it broke inside the sheath. The patient is reported to be in stable condition. No other information was provided.

Event description:
It was reported during advancement of the coil during procedure, it broke inside the sheath. The patient is reported to be in stable condition. No other information was provided.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications upon its release. Analysis of the returned device found the pusherwire had been separated from the coil, and the coil was contained within the introducer sheath. The pusherwire was inspected and kinks were evident 138 cm and 168.75 cm from the proximal end. The distal end of pusherwire was inspected and noted to have separated close to the detachment zone likely caused by excess force applied to the pusherwire resulting in separation of the coil from the pusherwire. The coil was removed and kinks were evident at the distal end and the proximal end of the coil. The coil separating from the pusherwire can be attributed to excess force applied to unit as it was retracted into the introducer sheath. The coil had been retracted back into the introducer sheath resulting in the coil snagging in the twist lock and stretching. The kink on the pusherwire likely occurred as the device was being returned for investigation as it had not been placed in the protective dispenser coil. From the information available the most likely root cause of this issue is procedural issues encountered which limited the performance of the coil. The user facility indicated that the guidewire was rotated during preparation. The directions for use (dfu) for this product family warns the user "do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the delivery wire may result in stretched coil or premature detachment of the coil from the delivery wire which could result in coil migration". As a result a root cause of operational context will be assigned.

Manufacturer narrative:
It was determined that device was prepared per the directions for use, the guidewire was rotated during preparation, the coil had been loaded into the catheter's hub and no friction was reported.